Event description:
During the member's lumbar puncture while obtaining opening pressures, provider noticed a leak of csf fluid between the manometer and stopcock. Provider opened a new tray and exchanged the old stopcock for the new one, but there was still a leak. He then proceeded to exchange the manometer and we found there was still a leak. FDA safety report ID # (B)(4).